Event description:
The customer contact reported a burning smell from the device. The device was returned to the biomedical department with a report of a burning smell from the device while in patient use. It was reported the device was immediately detached from the patient. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reported adverse patient effects. No medical interventions were required. During testing at the user facility, it was noted that there was no led indicator when the device was connected to main power. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.